Event description:
It was reported that during the procedure, the right atrial (ra) lead was failed to sense and exhibited noise. The ra lead was replaced and the procedure continued with the new lead on 24 jan 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to sense and lead noise were not confirmed. A complete lead was returned in one piece. Visual, x-ray examination and electrical testing did not find any anomalies.